Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for na electrode (na) on a cobas 6000 c501 module. Patient 1 initial result was 166 mmol/l. The repeat result was 131 mmol/l. Patient 2 initial result was 177 mmol/l. The repeat result was 138 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the acid needle suction tube was pierced. The fse replaced the rinse station tubing and the clamps. Technical and analytical validation was performed. The instrument was operating within specification. The high na results were consistent with contamination of the measuring cuvettes by sodium ions. Based on the type of results received, there were remnants of sodium hydroxide (naoh) in the cuvettes. The root cause of the event was the broken tube identified and replaced by the fse.